Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported he changed the infusion site in the morning and removed it in the evening because it was painful. The cannula was bent and the site was inflamed and infected. His physician provided an antibiotic for the infection. No further info is available. The infusion set was requested to be returned for evaluation.